Event description:
Customer reports pneumonia x 2.customer was hospitalized for pneumonia & received IV antibiotics & prednisone. The customer was sent home with a 7 day course of antibiotics after discharge.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. A clinical investigation was performed. The customer states he had 2 bouts of pneumonia from an unknown source. The customer was not following our IFU and did not properly maintain his soclean device/handwashing instructions. It is important to note that the customer continues to use the device without further reported issues. Continue to track and trend.